Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that the device was attempted to be implanted but not used because, it was not able to send a pacing output to the chronic right ventricular (rv) lead. To test if the issue was with the device connector port or the rv lead, the chronic right atrial (ra) lead was inserted into the rv connector port of the device and a lead impedance test measured high. The device was removed and a new device was implanted. It was further reported that the new device was also unable to send a pacing output to the chronic rv lead until the rv coil and superior vena cava (svc) coil on the rv lead were attached to the device. Once the rv and svc coil were connected, the device worked as normal. The device remains implanted. No patient complications have been reported as a result of this event.